Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00065.

Event description:
It was reported that multiple attempts were made to detach an embolization coil; however, the coil did not detach. During removal, the coil detached in the microcatheter. The coil was pushed into the aneurysm with the delivery wire. There was no reported intervention, patient injury, or health damage.